Manufacturer narrative:
Other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact .

Event description:
The customer reported that the device provides intermittent readings. There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: the returned device was evaluated. The reported issue of the device providing intermittent readings was not replicated in testing. The device was found to have a loose soldered circuit board chip which causes the device to measure spo2 when pressure is applied to the chip and provide a "sensor off patient" when pressure is lifted off of the chip which may be interpreted as an intermittent reading by the user. Health effect impact code: no adverse event; no patient impact.

Event description:
The customer reported that the device provides intermittent readings. There was no patient impact or consequence reported.